Manufacturer narrative:
Patient¿s weight is unknown. Additional device product codes: gwo, gxr. Device broke during insertion; device not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was performing a craniotomy procedure on (B)(6) 2018 when the matrix neuro screw head broke off while being inserted in patient. The fragment was extracted from the patient. The surgeon used another screw from the tray. There was no surgical delay. Patient was not affected and the surgery was completed successfully. Concomitant devices reported: matrixneuro mesh (part # unknown, lot # unknown, quantity unknown), screwdriver (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for complaint (B)(4).